Manufacturer narrative:
The pump was not returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmd, an investigation could not be completed. This report is being filed for the reported delay in therapy that the patient experienced as a result of the complaint.

Event description:
The initial reporter stated that the pump was alarming an error code 12. They did not provide any additional information about the error code occurrence. They stated that this resulted in roughly a "week long, 70 hour" delay of therapy and that they did supplement their feeding via syringe but that the patient did not tolerate it well and their feedings were overnight. Mmd did not follow up with the initial reporter because they stated they had no other information. They did not report any adverse effect to the patient and they did not provide any additional information. (B)(4).